Manufacturer narrative:
The pump was unable to vibrate due to a broken vibrator black wire. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, unexpected restart and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibration feature does not work. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that a new battery was recently installed but that the vibration feature did not vibrate during the vibrate test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.